Event description:
The clinician reports the implant was inserted on (B)(6) in ada 7. Details of surgery: ridge augmentation. On (B)(6) loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.